Manufacturer narrative:
A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05983. Related manufacturer reference number: 1627487-2021-18648. Related manufacturer reference number: 1627487-2021-18658. Related manufacturer reference number: 1627487-2021-18659. It was reported that the patient was experiencing drainage and redness at the midline and pocket incision sites. Reportedly, the surrounding tissue was red and inflamed and the patient experienced a fever that resolved on (B)(6) 2021. As a result, the physician administered antibiotics and explanted the patient's system, as infection was noted when the patient was taken to the operating room.